Manufacturer narrative:
Zoll has received the product for evaluation, however, investigation is pending. A supplemental report will be filed when the investigation has been completed.

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed 'replace battery' message upon insertion of a fully charged autopulse li-ion battery. No patient involvement.

Manufacturer narrative:
The reported complaint of "replace battery" on the autopulse platform sn (B)(4) after inserting fully charged autopulse li-ion battery was not confirmed during functional testing and during archive data review. The ap platform passed two 15 minutes functional tests with the large resuscitation testing fixture (lrtf) without any issues using known good autopulse li-ion batteries. Customer battery was not returned for investigation. Unrelated to the reported complaint, crack front and bottom enclosures were observed during visual inspection. This type of physical damages on the ap platform can occur due to user mishandling. The damaged parts identified were replaced. During archive data review, no significant discrepancy identified. Initial functional testing on the ap platform passed all functional tests. The ap platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).